Manufacturer narrative:
As per investigation update, below verbiage is added to ¿investigation summary".fse installed new 453564844311 dfm100-cbl ui to processor mix and installed software upgrade to sw ver 2.00.33 for dfm100 assy processor replacement, performed and passed op check and functionality check. Device returned to full functionality.patient involvement(health impact grid" is corrected to "in use".

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device was unable to boot up. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.